Manufacturer narrative:
The pod arrived fully deployed. Corrosion was observed on the pcb, ultimately preventing the retrieval of download data from the pod. An internal tear was observed on the soft cannula, causing an internal leak, contributing to the pcb corrosion. Because of the inability to retrieve download data, the type and cause of the reported alarm could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose rose to 370 mg/dl. The pod reportedly alarmed while wearing the pod on the abdomen for between 5 and 24 hours. As treatment, an insulin pen was administered and a new pod was applied.